Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer stated that the catheter was leaking. Upon inspection, there was a visible fracture at the point of the arterial clamp. The patient will need to come back as a day case to have the catheter removed and have a new catheter inserted. The device was visually inspected before use. It is not known if it was treated with disinfectants/cleaning products.

Manufacturer narrative:
Submit date: 7/20/16. A device history record review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. No sample or additional information was received for testing and investigation. If the sample is returned in the future, this complaint will be re-opened for further investigation. The available information was analyzed and it did not allow confirming a root cause for the event, however, dfmea was reviewed in order to identify the possible causes for the failure: infection. The following potential causes were identified in the dfmea or in addition to this document: improper package, package damage during handling in manufacturing, package damage during handling at the customer, improper sterile cycle, user error, leakages, foreign bodies introduction in catheter, untrained personnel attempts to reuse or during placement, improper handling techniques during placement, improper aseptic techniques used during handling. No trends or triggers have been found, therefore, a corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are performed in the plant) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.